Manufacturer narrative:
Lead model 3777-60 (B)(4) implanted (B)(6) 2008 explanted unk; recharger model 37752 (B)(4); programmer model 37743 (B)(4).

Event description:
Coupling and communication issues were reported. The patient last felt stimulation two weeks prior to report, and last charged three weeks prior to report. A neurostimulator overdischarge was suspected. Use of the antenna locate feature resulted in a power-on-reset (por) condition being displayed on the recharger, which then lead to the normal recharging screen. Seven days later the patient reported not being able to adjust stimulation and a por condition. Reviewing how to clear the por condition resolved the reported issue.